Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On 07/18/ (B)(6) 2025, it was reported that the patient's spouse said they tried 6 sensors in a row in order to get readings, but the sensors didn't work. The receiver always says "insert new sensor." The patient's blood sugar was up, and kept going up and down. The patient was hospitalized since (B)(6) 2025. Symptoms were not provided. There were no bg and cgm reading that was provided. The patient was experiencing high blood pressure going up and down, so the home health nurse decided to call the medic. No bg and cgm values was given while in the hospital. No findings was given by the reporter in the hospital. No treatment or medication were provided by the reporter. The patient was hospitalized since (B)(6) 2025 up to today (B)(6) 2025. The reporter said he was about to be discharged during the phone call. No information was provided about the current condition. This complaint says the reporter did not want to provide more details on call back. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Event description:
Subsequent to the supplemental MDR, a correction is required due to an updated classification code change. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient's spouse said they tried 6 sensors in a row in order to get readings, but the sensors didn't work. The receiver always says "insert new sensor." The patient's blood sugar was up, and kept going up and down. The patient was hospitalized since (B)(6) 2025. Symptoms were not provided. There were no bg and cgm reading that was provided. The patient was experiencing high blood pressure going up and down, so the home health nurse decided to call the medic. No bg and cgm values was given while in the hospital. No findings was given by the reporter in the hospital. No treatment or medication were provided by the reporter. The patient was hospitalized since (B)(6) 2025. The reporter said he was about to be discharged during the phone call. No information was provided about the current condition. This complaint says the reporter did not want to provide more details on call back. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. H2 correction/additional information. H6 investigation findings - correction. H6 investigation conclusion - correction.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an unspecified malfunction/issue occurred. The wearable was inserted into the arm on (B)(6) 2025. On 07/18/2025, it was reported that the patient's spouse said they tried 6 sensors in a row in order to get readings, but the sensors didn't work. The receiver always says, "insert new sensor." The patient's blood sugar was up and kept going up and down. The patient was hospitalized since (B)(6) 2025. Symptoms were not provided. There were no bg and cgm reading that was provided. The patient was experiencing high blood pressure going up and down, so the home health nurse decided to call the medic. No bg and cgm values was given while in the hospital. No findings was given by the reporter in the hospital. No treatment or medication were provided by the reporter. The patient was hospitalized since (B)(6) 2025 up to today (B)(6) 2025. The reporter said he was about to be discharged during the phone call. No information was provided about the current condition. This complaint says the reporter did not want to provide more details on call back. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. B5 describe event or problem - correction. H2 correction/additional information. H6 medical device problem code - correction. H6 investigation findings - correction. H6 investigation conclusion - correction. H11 additional narrative - additional.